Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Multiple atrial noise reversion was noted. Programing changes were made. The patient is in a good condition.